Event description:
A healthcare professional (hcp) reported via manufacturer representative that the tube was damaged. It was reported that tube was noisy. It was noted the user was alerted that the device was malfunctioning when the device had beeping sounds. There was no patient impact

Manufacturer narrative:
H3: product analysis confirmed that visually, the wire harness was cut and the molex connectors were not returned when received, therefore resistance from end to end cannot be measured. Although resistance cannot be measured to specification, continuity can be measured between the stripped harness wires and the silver trace pads and the actual measurements were as follows: 40.2 ohms (blue), 31.5 ohms (blue with white stripe), 21.1 ohms (red), and 53.1 ohms (red with white stripe); these measurements are under the specification of 200 ohms. There were no shorts between circuits or intermittent behavior while manipulating the circuits. Under magnification, there were no cracks in the electrode contacts. A syringe was used to inject 15cc of air and the cuff balloon inflated and deflated with no issues. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.